Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. This device was included in a field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.